Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set during an hta procedure, fluid leaked. Approximately 4 minutes into the procedure, the fluid reservoir increased from 77 to 84. The physician lowered the bed approximately 2 inches, and about 30 seconds into a minute later, the physician observed saline dropping out of the cervix. No alarms sounded. A speculum was in place, it is unknown if a tenaculum stabilizer was in use. The case was aborted. The patient was cooled down and her cervix was examined by the physician. A 5 cm long by 4 mm wide second degree burn on the cervix was observed. The physician applied silvadene cream to the area.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. The suspect device has been disposed. A review evaluation will not be performed; therefore, the cause of the reported event is undetermined.